Event description:
A caller reported an issue with their continuous glucose monitor, specifically noting a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process, after which the cgm error did not reappear.